Event description:
It was reported that a dissection occurred. The target lesion was located in the mid to distal left circumflex (lcx) artery. A 38 x 2.75 mm promus elite drug-eluting stent was deployed for treatment. However, after the stent was post dilated, a distal edge dissection was noticed. Another 2.75 x 12 mm promus elite des was deployed distally to cover the dissection and the procedure was completed. No further patient complications were reported, and the patient was fully recovered.